Event description:
The product had been inserted with microcatheter, and then was pulled out. Then, it was stored in the saline solution. When this wire was checked prior to using it again, the physician found it had been broken already.